Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the sleeve disengaged. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/18/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.